Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation of the implantable cardioverter defibrillator, non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. The patient did not receive inappropriate therapy due to the oversensing. The device was reprogrammed. No addition information was provided.